Event description:
It was reported that the patient received inappropriate shocks. High threshold, low sensing and high impedance were observed. X-ray revealed no dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.